Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. One clinically used safari2 guidewire was returned for analysis. The specimen presented a relaxed distal curve and numerous bends/kinks of varying severity and frequency scattered over the length of the device. The specimen also presented random offset coil wraps and areas of scraped ptfe coating in the vicinity of some of the bend damage. No other damage or inconsistencies were noted to the specimen. Both joints appeared to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. If additional information is received a follow-up medwatch report will be submitted.

Event description:
Insertion of the lotus device diam 25 over a safari extra small guide wire going up through the abdominal aorta was well performed, the radiopaque marker at the outer curve and a good guide wire management. When we wanted to cross the aorta arch 2 kinks occurred at 2 different levels and the push pull mandrels were damaged. It seemed like a whipping catheter. Another same device lotus diam 25 was inserted - guide wire management was well performed, but again a kink occurred (at a lower part of the catheter) when crossing the thoracic arch- suddenly a blood pressure drop was noticed and at a control angio a dissection of the thoracic arch was seen. The device was taken out of the patient. A balloon was placed in the thoracic aorta to occlude the bleeding until decision was made which diam of thoracic endograft would be placed to cover the dissection. Patient is recovering after receiving a thoracic endograft. The customer made the remark that they have the impression that this guidewire is not stiff enough or less stiffer then the safari they used until know.